Manufacturer narrative:
Date of report : 26feb2019, date rec¿d by MFR : 22feb2019. Patient information was requested, the reporter confirmed that no patient information is available. The customer replaced the air and oxygen valves to resolve the issue. The customer reported that everything was in tolerance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the pressure was inaccurate. There was no patient or user harm reported. The event date was not specified; estimate used.